Event description:
It was reported during the initial implant procedure that the patient's right ventricular lead was not pacing nor sensing. The physician opted to replace the lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of no pacing and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.